Manufacturer narrative:
The lighting system was installed in (B)(6) 2016 and is not under a steris service contract for preventive maintenance. Maintenance activities are provided by the facility's biomed department. Immediately following the event, the facility's biomed department replaced the lighting system covers with inventory available in stock, tested the unit, and returned it to service. A steris service technician offered to inspect the lighting system and lighting covers following the event; however, the offer was declined. The customer stated that both pieces of the lighting system cover were damaged and had broken at the screw connecting point where the screw is installed to secure the covers to the lighting suspension arm. Based on the description of the event, it appears the detachment of the lighting system covers is attributed to impact damage from the lighting system contacting other equipment in the or environment. The harmony air g5 surgical lighting system operator manual includes a list of safety precautions which include: "caution - possible equipment damage: do not bump lightheads into walls or other equipment". Following the event, the facility's steris account manager counseled the facility on the importance of adhering to the safety precautions outlined in the unit's operator manual and provided the facility with an extra copy of the applicable warnings. No further issues have been reported.

Event description:
The user facility reported the lighting covers on their harmony air g5 surgical lighting system fell during patient procedure setup. The covers did not contact the patient or user facility staff. No injury, procedure delay, or cancellation occurred.